Manufacturer narrative:
Patient ID not provided/unknown. (B)(4) patient's age not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the low profile abutment (ilpc442u) fractured.

Manufacturer narrative:
A certain low profile one-piece abutment (ilpc442u) was returned. Visual inspection of the as received product identified that the abutment screw had fractured across the threads. The complaint was confirmed through visual and physical inspection of the as received product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev c 09/16. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Biomet 3i surgical manual for tapered and parallel walled implants (instsm rev d 02/16). Instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain low profile one-piece abutment it is recommended to torque at 20 ncm. Also, biomet 3i surgical manual for tapered and parallel walled implants (instsm rev d 02/16) recommends the use of the retaining screw by torqueing to 10ncm. Warning: mishandling of small components inside the patient¿s mouth carries risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The complainant indicated that the ¿abutments and gold screws were fractured¿. The complaint was confirmed through visual and physical inspection of the as received products. A singular root cause could not be determined.